Event description:
It was reported that (1) device was used during a laparoscopic hernioplasty. It was reported by the affiliate that the ems stapler misfired during the surgery in several occasions, it also jammed and did not fire anymore. This also happened with a second instrument a 3rd device was used to complete the case. There was no consequence to the pt.